Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional in response to a survey that from the time of surgery through the first follow-up appointment, the device somewhat performed its intended function as described in the package insert. The device has a tendency of shifting and curling as it becomes more warm. The device was dislodging from tissue. Post surgery, the patient experienced dehiscence and crusting.